Event description:
It was reported that the customer experienced more low blood glucose levels while using the insulin pump than otherwise. The customer declined to provide the blood glucose reading. She stated that after treating the low blood glucose with the insulin pump, it took about an hour for the sensor glucose to catch up with the blood glucose reading. She observed that the threshold suspend would go off at the wrong time because of this. She stated that the sensor was more inaccurate at night, on the second day and second-to-last day of its lifecycle. She also noted bent cannulas on the sensor at times, likely because she is very active. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.